Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl. Reportedly, the cause of the impacted bg level was because the customer had just eaten a dinner high in carbohydrates and the previous boluses delivered "may not have been large enough". The contact indicated that "too small" of an amount of carbohydrates may have been entered into the bolus calculation; the contact was unsure exactly how many carbohydrates were in the customer's dinner. It was indicated that the contact will monitor the customer's bg level and a bolus will be delivered to stabilize bg level.